Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hypoglycemia after her endocrinologist reversed prior ilet pump adjustments, with the customer attributing subsequent low blood glucose events to those changes and requesting consultation with clinical support. Symptoms included shakiness, fatigue, irritability, and confusion, with nadir blood glucose in the 40s for about one hour. Outcomes included self-treatment with oral glucose via juice and fruit snacks, with no professional medical intervention and no hospitalization. Investigation included complaint intake, low blood glucose assessment, and troubleshooting and education by support staff. Investigation of this case revealed that the cause of hypoglycemia was unclear and not linked to a confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.